Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The insulin had no delivery alarm. The customer did not provide information about symptoms customer took lantus for blood glucose. Customer's blood glucose was high because she has not been on the insulin pump. Customer stated that she has the smaller reservoirs and thinks that they may be causing no delivery. Walked customer through manually priming the tubing and verifying drops are coming out of the end. The insulin pump will not be returned for analysis.